Event description:
Per fax, 4-way valve is stuck s/n (B)(4). Per independent repair center statement, unit alarming or red light. The key failure was the rexroth valve for the valve was stuck. Additional malfunctions were poppet kit, poppet were not shifting and the tie wraps tubing were leaking.